Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 5.0, lab: 2.7. Patient's target therapeutic range is 2.0 - 3.0.